Event description:
It was reported that patient the right ventricle (rv) lead exhibited oversensing and failure to capture. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.